Event description:
It was reported that while replacing a torn patellar tendon, the surgeon discovered that the polyethylene component was loose in the tibial tray. Several attempts were performed to put the insert back in place; however, it was found that a portion of the under-surface of the liner had broken and did not allow it to snap into place. The part was no longer manufactured, so surgeon finished the procedure with the expectation to replace the part on a later date. The doctor told patient he would notice severe instability until the part could be replaced. On october 29, second surgery was performed. There was already a small hole in the mid-portion of the replaced patellar tendon, caused by anterior subluxation of the tibial polyethylene spacer against the tendon. The part was replaced successfully and the hole was repaired. Patient has difficulty to walk as his leg was traumatized over the years by this defective piece.